Manufacturer narrative:
Explant date is approximate. Product ID: 3889-28, lot# va08ezs, implanted: (B)(6) 2013, product type: lead. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 13-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp): when asked to specify how the ins and/or lead were affected by the patient's fall when skiing in (B)(6) 2018 the hcp responded that the patient was seen on (B)(6) 2018 and abnormal impedances were seen at 0 <(>&<)>2,1<(>&<)>2, 2<(>&<)>3, c<(>&<)>2 and the programming was changed. Actions/interventions taken: were the adjustment of the device, return to the office after 2 weeks to check symptoms. And in (B)(6) 2018 patient had botox bladder injection. The patient has not returned to the office since, and indicates she had her device replaced in another state in (B)(6) 2019. No further patient complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: va08ezs, implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 13-apr-2017, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported the patient had a slip and fall while skiing in (B)(6) 2018 and notices sometimes it is working and sometimes not, and also reported she got a little jolt. The patient met with the healthcare professional (hcp) in (B)(6) 2018 because she was having problems, and learned that apparently 1,2,3 leads are broken and she has been using number 4. Patient also said that since (B)(6) 2019 she thinks her symptoms have gotten back to what they were like prior to implant. Patient is going every 20-30 minutes and with a full bladder only goes a little bit. The patient uses their programmer to do checks on the device. Last night she tried increasing and went from her normal setting of 1.75 v all the way into the 2s and did not feel stim. Patient described increasing until she saw the upper limit screen. Patient was driving and was not able to do troubleshooting. Patient said her current doctor is in (B)(6) and she was looking for a doctor in (B)(6), so was sent a list of doctors in that area. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that since about 2 months ago they get a ¿wake-up call¿ in the morning when they cross their right leg over near their left leg; they experience jolting at their lead location whenever they move their leg over. It was recommended that they follow up with a healthcare provider, and it was reviewed that the nearest healthcare provider to them was over 200 miles away; the patient stated that they would rather fly to their current healthcare provider. No further patient complications were reported.